Event description:
It was reported that during insertion of the iab through the sheath, blood was seen backflowing around the folds of the membrane. The iab was removed and replaced without any pt complications.